Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands unable to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction: block d7 (sud reprocessed and reused) and block h8 (usage of device).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy a band, it was unable to fire and caused damage to the tip of the endoscope. It was reported that there were no difficulties upon setting up the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: the customer provided a photo showing all the bands were still attached on the ligator; however, one of the middle band was caught under the other bands.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy a band, it was unable to fire and caused damage to the tip of the endoscope. It was reported that there were no difficulties upon setting up the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: the customer provided a photo showing all the bands were still attached on the ligator; however, one of the middle band was caught under the other bands.